Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the log file downloaded from the returned system controller. The log file captured a low voltage hazard and no external power alarm on (B)(6) 2020 from 03:36:55 to 03:36:56 due to a loss of power while connected to the mpu. The alarm resolved once power to the mpu was restored. The system controller backup battery supported the system during the loss of external power. The driveline was disconnected on (B)(6) 2020 at approximately 10:49:12 to exchange the system controller. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for evaluation. Additional information provided stated that the account no longer has the mpu and that the mpu is currently not being used. An attempt was made to obtain additional information (including the serial number of the mpu, if the mpu has a v-lock connector on the ac power cord, if the power cord came loose from the wall outlet or from the back of the unit, and if there were any environmental circumstances that would have affected ac power at the time of the event); however, the information was not provided. The root cause of the reported event could not be conclusively determined through this analysis. The heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The account was unable to provide the device serial number. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-04708. Further analysis of log files downloaded from the returned system controller (serial number (B)(4)) revealed a low voltage hazard and no external power alarm on (B)(6) 2020 from 03:36:55 to 03:36:56 due to a loss of power while connected to the mobile power unit (mpu). The system controller backup battery supported the system during the loss of external power.